Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited intermittent noise over-sensing. Programming changes were made on (B)(6) 2026. There were no adverse effects on the patient.